Manufacturer narrative:
Evaluation codes, corrected data: the supplemental report #1 inadvertently did not report this evaluation code. The reported events were not related to vns therapy.

Manufacturer narrative:
.

Event description:
It was reported that the previously reported events of increased seizures and coma were not related to vns therapy. No vns surgical interventions have been reported to have occurred in relation to those events.

Event description:
It was reported that the vns patient was seizure free until having two seizures the week of (B)(6) 2014. Initially, the seizures were reported to be not related to vns. The patient recently had a change in medication and needed to refill her prescription. The patient¿s device settings were increased and prescription was refilled during an office visit on (B)(6) 2014. No diagnostic tests were performed during the office visit, but it was noted that the patient¿s device had low battery. Follow-up revealed that prior to the reported event, the patient had a prolonged hospitalization due to uncontrolled seizures. The patient was in a coma, on life support, and had a shoulder injury that would require surgery. No known surgical interventions have occurred to date.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the initial report inadvertently did not report this outcome, in addition to the hospitalization.